Event description:
Reporter discovered that some of the connection pins, inside of the base unit, are brokrn. Addotionally, they indicated that the device may have experienced some melting. No operator injury was reported. A request was made for the return of the suspect device, and replacement product was shipped.